Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Prior to the onset of peritonitis, the patient's transfer set disconnected from the adapter while the patient was sleeping. Treatment was not reported. The patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Pt was not hospitalized for this event, but was treated at the clinic. It was reported a patient experienced a disconnection of the transfer set while the patient was outside. The patient presented to the dialysis clinic where the catheter was flushed and the patient was started on antibiotics (name, dose, route, frequency not reported). No additional information is available. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.